Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user discovered their ilet touchscreen was cracked and unusable while working on their car the previous day ((B)(6) 2025). The user did not know how the damage occurred. The device could not be used afterward. A replacement was arranged. No injuries were reported. No symptoms, external assistance, or medical intervention occurred.